Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump goes through batteries every two to three hours. The patient's blood glucose at the time of incident is unknown. The customer stated that he has tried four different brands of batteries. Troubleshooting was initiated for the low battery alerts and the alarm history showed that the last battery did not last more than a week. The customer also wears a sensor and has had an unusually high amount of signal lost errors. No products were returned and a replacement battery cap was shipped to the customer.